Event description:
After the catheter was connected to the cable, the physicians was unable to make the d-f curve. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. No injury to the patient.